Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrated and perforated the back of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device did not successfully occluded". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device did not successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrated and perforated the back of the uterus/migration of essure device (uterine wall)."), fallopian tube perforation ("perforation (fallopian tube)") and device dislocation ("malposition of essure device (inadequate placement)") in a 29-year-old female patient who had essure (batch no. D23515, UDI no. (B)(4) 170228(10) d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device did not successfully occluded". The patient's medical history included anemia, bleeding breakthrough, headache, heartburn, hypertension and tubal ligation on (B)(6) 2017. Previously administered products included for pregnancy prevention: depo provera. Concurrent conditions included breast pain, right lower quadrant pain, blood pressure high and migraine. Concomitant products included butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine) and hydrochlorothiazide. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems :depression") and anxiety ("psychological or psychiatric problems :(mental anguish)"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("right abdomen/ left abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure insert slid in without resistance. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure device did not successfully occluded. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received. Added event malposition of essure device (inadequate placement), depression, mental anguish. Updated outcome of event(vaginal discharge). Updated onset date of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrated and perforated the back of the uterus") and fallopian tube perforation ("perforation (fallopian tube)") in a 30-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device did not successfully occluded". The patient's past medical history included anemia, bleeding breakthrough, headache, heartburn, hypertension and tubal ligation on (B)(6) 2017. Previously administered products included for pregnancy prevention: depo provera. Concurrent conditions included breast pain and right lower quadrant pain. In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 4 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues") and abdominal pain ("right abdomen/ left abdomen pain"). The patient was treated with surgery (underwent removal of the essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure insert slid in without resistance. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device did not successfully occluded . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrated and perforated the back of the uterus") and fallopian tube perforation ("perforation (fallopian tube)") in a 30-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device did not successfully occluded". The patient's past medical history included anemia, bleeding breakthrough, headache, heartburn, hypertension and tubal ligation on (B)(6) 2017. Previously administered products included for pregnancy prevention: depo provera. Concurrent conditions included breast pain and right lower quadrant pain. On (B)(6) 2016, the patient had essure inserted. In october 2016, the patient experienced pelvic pain ("severe pelvic pain/ pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 4 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues") and abdominal pain ("right abdomen/ left abdomen pain"). The patient was treated with surgery (underwent removal of the essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure insert slid in without resistance. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device did not successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event fallopian tube operation was replaced with perforation (fallopian tube). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migrated and perforated the back of the uterus") and fallopian tube operation ("fallopian tube operation") in a 30-year-old female patient who had essure (batch no. D23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test done which confirmed that the essure device did not successfully occluded". The patient's past medical history included anemia, bleeding breakthrough, headache, heartburn and hypertension. Previously administered products included for pregnancy prevention: depo provera. Concurrent conditions included breast pain and right lower quadrant pain. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, 4 months 7 days after insertion of essure, the patient underwent fallopian tube operation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("right abdomen/ left abdomen pain"). The patient was treated with surgery (underwent removal of the essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube operation, menstrual disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube operation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure insert slid in without resistance. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device did not successfully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical drug, historical condition, laboratory data were added. Suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), vaginal discharge. Updated events and onset date and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.